Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas allegedly leaked insulin from the back of the device housing, with audible fluid inside the unit, repeated rapid insulin depletion across multiple cartridges and infusion sets, and intermittent piston rewind issues, resulting in loss of insulin delivery and elevated blood glucose. Symptoms included hyperglycemia. Outcomes included cessation of insulin delivery from the device and transition to backup therapy. Investigation included telephone troubleshooting and education, shipping a replacement device, and retrieval of the original unit for evaluation. Failure investigation was unable to replicate the alleged device issue as the ilet passed the fluid ingress test. It is likely that insulin leaked out of the drug chamber and wicked between the protective case and back of the ilet to appear as if insulin leaked through the back cover. No fault was found with the ilet and the complaint was not confirmed.